Event description:
Tech alleged that the head of the bed is drifting down slowly. No pt impact.

Manufacturer narrative:
The tech found the head down valve is sticking. The tech replaced the head down valve to resolve the issue.